Manufacturer narrative:
Concomitant medical products: 3334800 - drill, visao 80k handpiece; 510k - k011321. No serial or lot number was provided; therefore the manufacturing date cannot be determined. The device has not yet been returned. A product analysis has not been performed.

Event description:
The surgeon reported that the handpiece did not properly lock the bur attachment into place and the attachment rattled. At some point in the surgery, the tip of the irrigation bur guard broke off inside the patient. The staff was unable to locate the tip, took x-rays of the patient, and determined that the tip was not in the patient. The patient is currently doing well.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.